Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported a past even via phone call of receiving excessive no delivery alarms. Customer reported to be thin and having problems with infusion sets; customer states infusion sets were normally bent. Customer normally resolved no delivery with an infusion set change. Customer's blood glucose was 400 mg/dl. Customer was sent different types of infusion set to try.